Manufacturer narrative:
Concomitant therapies: prilosec, valsartan, escitalopram, atorvastatin, bupropion, methylphenidate, and valacyclovir. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late onset nodules" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration occurring in > 5% of treated subjects (number/% of subject nlfs). Possible treatment site responses include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. B. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported that a patient was injected in the lid cheek junction (both sides) and deep medial cheeks (both sides) with one syringe of juvéderm vollure¿ xc, botox®, juvéderm® ultra plus, and juvéderm voluma® xc. Patient was also injected in the oral commissures and the mental crease with two syringes of juvéderm vollure¿ xc and juvéderm volbella® xc 14 days later. Patient developed late onset nodules in the oral commissures bilaterally and the lid cheek junctions, bilaterally. Symptoms occurred approximately 4 months after 2nd dermal filler injections. The patient was seen by healthcare professional the day after symptoms were reported and was given clindamycin and also claritin to help with swelling. Two days after seeing healthcare professional for treatment the patient started a 12-day treatment of prednisone. The symptoms are ongoing. This record represents the juvéderm® ultra plus. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00944 ((B)(4)), # 3005113652-2018-00950 ((B)(4)), # 3005113652-2018-00997 ((B)(4)), # 3005113652-2018-00998 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm® ultra plus, also a device manufactured by allergan.

Event description:
Healthcare professional reported that "..not all the sites injected caused the nodules, just that was all locations [where] vollure were injected." Juvéderm vollure¿ xc injection sites were reported as "nasal piriform sulcus, perioral upper lip, oral commissures and mental creases."

Manufacturer narrative:
Additional information: